Manufacturer narrative:
The pump had intermittent up button response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing noted. No moisture damage noted on the electronic assembly during visual inspection. The pump had minor scratches on the lcd window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was boating the day before and the insulin pump may have been exposed to moisture. The act button was stuck and was unresponsive. The customer was unable to dial in her boluses. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.